Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
The initial reporter had an issue with the meter display with a coaguchek xs meter. The reporter stated the result field of the meter was faded. A display check was attempted and the reporter was not able to get a full display on the screen. The reporter entered the meter memory and could see the last result of 2.2 inr but the result was faded. There was no misinterpretation of any results.

Manufacturer narrative:
The meter was requested for investigation.